Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a gradual increase in shock impedances over the past year. Current measurements are out-of-range. Boston scientific technical services (ts) suspected progressive encapsulation of the device by fibrotic tissue or progressive "ionization" of the shocking coils as a result of lack of therapy needed. The patient was brought into the clinic and impedance testing with pocket manipulation was performed as it was apparent that the device had migrated. The patient's threshold measurements have been chronically high. No adverse patient effects were reported and as of today the patient will be monitored.